Manufacturer narrative:
The ICD and rv lead were not explanted and therefore not expected to be returned. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead were implanted in this patient without any complications. On (B)(6) 2017 at 23:00, the patient experienced syncope when getting out of bed. The physician and nurse found that the patient's blood pressure had dropped and emergency interventions were performed. The patient died on (B)(6) 2017 at 1:00. It was reported that during the interventions, the sensing, pacing, and defibrillation functions were all normal. Although there were no allegations against the ICD or rv lead, it was undetermined if the death was related to either product. Additional information was received that the patient had been hospitalized due to cerebral infarction two months before presenting for the ICD implant procedure. The patient was expected to remain in the hospital for about one week after the surgery. It was noted the device was programmed after the pocket was closed on the date of implant and was not interrogated again post-implant or post-mortem. However, on monitoring, the ECG did show normal device function. The cause of death was reported to be pulmonary embolism.